Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and verified and was able to duplicate the electrical test failure code #50. The fse replaced the saline damaged pcb motor controller and performed a completed functional test of the iabp. The iabp passed all functional and safety tests and was released back to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) alarmed with an electrical test failure code #50. This event occurred during service/test performed by the customer. No patient was involved, and no adverse event has been reported.